Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon to remove a less than 1cm sessile polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was passed through the scope and was securely connected to the active cable. However, when cautery was engaged, the snare was unable to cut, and coagulation would not work. No visible problem was noted with the cautery pin. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon to remove a less than 1cm sessile polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was passed through the scope and was securely connected to the active cable. However, when cautery was engaged, the snare was unable to cut, and coagulation would not work. No visible problem was noted with the cautery pin. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h10: investigation results: a captivator ii-15mm round stiff snare was received for analysis. Visual inspection of the returned device revealed the working length and wire were kinked at proximal section (strain relief). Functional inspection was performed and when the device was connected to the 10 inch loop fixture, the loop could extend completely. Electrical and continuity testing were performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut and device failure to deliver energy were unable to be confirmed since the device passed electrical testing upon return. Upon product analysis it was found that the working length and wire were kinked at proximal section (strain relief). These problems likely occurred due to the way the device was handled and manipulated. Improper or excessive handling without sufficient care may have contributed to the defects that were reported and observed. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected.